Event description:
This notification is being reviewed due to a user of simplygo stating that during testing of the repaired device it was observed to make a rattling noise and produce burning smell. Device is being returned to riau and request sent to have it returned to pil for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.